Event description:
It was reported that the output on an external pulse generator is out of specification. The device is no longer serviced by the manufacturer. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).